Event description:
Per importer's MDR: it was reported that the wheels on a manual wheelchair were rolling to the left.

Manufacturer narrative:
There is no way to know whether this device was manufactured by (B)(4) ltd since there was no model number provided and the device was not returned for evaluation.